Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of peripheral infiltrate, observed on a patient's left eye at seven days post photo refractive keratectom (prk) retreatment. Patient had no complaints. Upon follow up, reporter indicated the patient issue was resolved.